Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. During evaluation the device alarmed system error 345. A review of the event history log revealed 'system error 345'. The cause was identified to be a failed ultrasonic sensor assembly, which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.